Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted and the motor passed the motor test. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. The customer further reported trying to restart and even replacing the reservoir of the insulin pump with no success. The customer was advised to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.